Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD)&#1157;ached elective replacement indicator (eri) with premature battery depletion. The device remains in use. It was noted by the patient that the physician recommended a device replacement soon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.